Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6940 implantable defib lead 200 (B)(6). (B)(4).

Event description:
It was reported that a device alert triggered because the ventricular pacing impedance measurement was not taken. The real time impedance measurements and the long tern trends are within expected range. The capture and sensing are reportedly acceptable. The device remains in use and no patient complications have been reported as a result of this event.